Event description:
In the ER, the clinician moved the catheter up and down to remove tip adhesion prior to use. The clinician couldn't capture the vein and re-inserted the needle/catheter into the pt. After catheter placement, the clinician found that the catheter tip was cut. The clinician made a surgical incision and took out the remaining catheter tubing successfully.

Manufacturer narrative:
The sample may be available for eval. Additional info regarding this incident has been requested. If the sample and/or additional info is received, a supplemental report will be submitted. (B)(4). Date submitted: (B)(4) 2011.